Event description:
It was reported that during an unknown procedure, the reload blade remained exposed after firing. Case completed with another device of the same product code. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the ntlc55 device was received in good visual conditions and with a cartridge reload present. The reload was received with the knife not completely within doghouse, fully fired and the swing tab in the locked position. This condition is consistent with an improper loading technique. When loading the cartridge in the device, make sure the cartridge is inside the channel track and the proper loading technique is being used. Please refer instructions for use. The device was tested for functionality with the test cartridge. The device achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper shape. The batch record was reviewed and no anomalies were noted during the manufacturing process.